Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that before the puncture, when he retracted the stylus to cut the catheter, it caught on the t-lock connector (silicone) and came apart, splitting into several parts, disintegrating as it passed through the silicone, which led to the loss of the catheter kit. The catheter was not used on the patient and the puncture was not performed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged stylet is confirmed; however, the exact cause is unknown. Four photographs of a stylet and three photographs of kit packaging were returned for evaluation. An initial visual observation of the photographs showed a broken stylet. The coiled wire at the proximal end of the stylet was observed to be unraveled and broken, and the core wire was observed to also be broken and protruding from the coiled wire on what appears to be the proximal side of the break. The portion of the stylet within and distal to the t-lock appeared to not be unraveled. While the stylet in the returned photographs was observed to be broken and unraveled, there were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that before the puncture, when he retracted the stylus to cut the catheter, it caught on the t-lock connector (silicone) and came apart, splitting into several parts, disintegrating as it passed through the silicone, which led to the loss of the catheter kit. The catheter was not used on the patient and the puncture was not performed. No other information was provided.